Event description:
Paramedics attended to a person with a heart rate that was dropping. During vehicle transport, the patient went into cardiac arrest. The operator performed an automated ECG analysis using the device and a shock was advised. As soon as the defibrillator began charging, the device allegedly lost power. The patient was not resuscitated. The ambulance crew indicated the reported problem did not cause or contribute to the patient's outcome. The basis for this opinion was not reported.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. Three of the batteries (sealed lead acid type) used with this device were tested for run time after being fully charged. The batteries provided 44, 29 and 17 minutes of run time. The batteries were approximately 19 months old. Typical run time for a new, fully charged properly maintained battery is 132 minutes. The root cause of the reported problem appears to be due to improper battery use/maintenance.